Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during unspecified surgical procedure it was observed that the handpiece device did not hold the attachment devices tight when the motor was on. It was reported that the event occurred at the end of the procedure. It was reported that there was no delay in the procedure as the procedure was competed with the same product. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.